Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and adjust belt messages) has been confirmed. Upon investigation the black pulse wire in the trunk cable was cut. The root cause for the cut black pulse wire was physical abuse. There was no adverse event that resulted from the damaged belt.